Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 147 mg/dl, and the meter bg reading was not provided. As a result of the increased basal delivery, customer's bg level lowered to 22 mg/dl and they lost consciousness. Customer required assistance by paramedics and was transported to the emergency room (ER) and admitted to the hospital in the intensive care unit. Customer was treated with intravenous fluids of saline and juices and released later the same day with no permanent damage and the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.